Event description:
It was reported, that the patient's pulse generator, right ventricular (rv) and left ventricular (lv) leads had unspecified malfunctions. The rv lead and the lv lead were explanted and replaced. Patient status was unknown.

Manufacturer narrative:
Further information was requested, but not received.